Event description:
A report was received that the patient experienced discomfort due to ipg location near to the ribs. The patient underwent an ipg relocation procedure and was doing well postoperatively.